Event description:
Needle tip broke off in skin requiring surgery (device induced injury). Case description: a reporter reported that then needle tip of a novofine 30 disposable needle broke off in the pt's skin, at the injection site on the pt's abdomen, following an insulin injection before dinner in 2001. The reporter attempted to remove the needle tip from the pt's skin but was unable to do so, therefore, reporter took the pt to the ER that evening. An x-ray confirmed that the needle tip was lodged in the fatty tissue of the pt's abdomen. The pt underwent surgery in the ER under local anesthetic to remove the needle, however, it was unsuccessful. The next day, a general surgeon attempted to surgically remove the needle tip under fluoroscopy with a local anesthetic, but that procedure was also unsuccessful. The reporter stated that surgeon decided to leave the needle tip in the pt's abdomen and the pt has not had any add'l difficulties related to the event. The reporter noted that although the pt has reused novofine 30 needles in the past, pt was using a new needle when the event occurred. The pt pinches up the pt's skin prior to injection and rotates injection sites.